Event description:
The customer reported that the operating table moved unintended. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
After follow-up with the customer, it was stated that there was a miscommunication, and no unintended movement of the operating table occurred. The device could not be moved anymore. It was removed from use by the customer and no service was requested. The device involved is beyond it¿s expected lifetime and was already scheduled for replacement. As the initial allegation of unintended movement was corrected by the customer, this complaint was now evaluated as not reportable. Based on this, no further actions are necessary.

Event description:
The customer reported that the operating table moved unintended. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.